Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite burette infusion set was cracked the following information was received by the initial reporter with the following verbatim tpn tubing found to be cracked. Additional details: crack occurred at the junction point between the collection chamber and the tubing (below the buretrol).

Manufacturer narrative:
One sample model 10015012, lot 24055896 was returned for investigation. The set was examined for defects and abnormalities. The tubing was mostly separated from the drip chamber. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, separation between tubing/bottom cap chamber could be related to excess of solvent due to an incorrect solvent application by the assembler and/or failures in solvent dispenser. The standard work instruction was updated on september 05th, 2024 to define that when the part comes into contact with the product, a maintenance work order must be generated at the time the event occurs. Additionally, a quality alert was created on october 31st, 2024 and communicated by the production supervisor to the production personnel to reinforce the correct assembly between tubing and bottom cap chamber. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
1. Provided lot# 10885403233951 doesn't match our records. Can you please check and reshare the lot number? My apologies - I was looking at the wrong number on the label. The lot number is (10)24055896. 2. Did the reported issue result in any leaks? Yes, tpn tubing found to be cracked and leaking on the ground. 3. What was the medication/fluid in use at the time of the event? Tpn was infusing at the time. 4. Was this a chemotherapy drug? No. 5. What was the impact to the patient? Patient required new tubing. 6. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? No harm to patient. No additional information provided.